Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while attempting to remove air from the cartridge, the cartridge septum material appeared to enter the syringe. Subsequently, the customer was unable to fill the cartridge with insulin. Customer reported blood glucose level was not impacted. The customer was able to complete the load process successfully using a new syringe, needle tip and cartridge.